Event description:
It was reported that there were concerns about this pacemaker's longevity and that it exhibited premature battery depletion (pbd) while evaluating the device prior to a magnetic resonance imaging (MRI). It was noted that the patient is pacemaker dependent. A replacement is planned for the future. The device remains in use. No adverse patient effects were reported.